Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. The reported issue that the battery cap was stripped is not likely to cause an adverse event. The issue is generally obvious and detectable by the user and should prevent the user from continuing use of the device. The owner's manual instructs the user to call animas customer service if the user suspects that the product is damaged. No conclusions can be made at this time.

Event description:
The patient contacted animas on (B)(6) 2012 reporting experiencing blood glucose as high as 30 mmol/l with increased thirst and urination. The patient reported waking up to find the pump without power and the patient noticed that the battery cap was loose. Troubleshooting found that the battery cap threads were stripped. This report was made based on the allegation that the patient experienced hyperglycemia associated with a stripped battery cap.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the total daily dose history showed that the daily insulin delivery totals were found to be within specification. There were no alarms noted related to the complaint in the pump alarm history. The battery cap was found to be stripped and the pump would not power up properly. Use error contributed to the reported event as the patient continued to use a damaged pump. The issue is generally obvious and detectable by the user. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. A test cap was used for testing purposes. The pump was booted and displayed the verify screen with appropriate auditory and vibratory alarms. The "ezprime" operation was performed with no issues. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. Unrelated to the complaint, a review of the black box history revealed that the time and date defaulted to factory settings. A bt1 internal battery failure was found. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed.